Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I results is unknown. However, the patient sample is suspected to contain an interfering substance. The instructions for use for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An above assay range troponin I (ctni) result was obtained on a patient sample on the dimension vista system. The result was reported to the physician. The physician questioned the result and a new draw was done. Ctni result on the redraw was lower but still elevated. The patient underwent a catheterization procedure that was inconsistent with the elevated troponin I results. There was no report of adverse health consequences as a result of the catheterization procedure.